Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer reloaded the cartridge, changed supplies as necessary, and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.